Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00335 and 1627487-2011-00337. The pt received her scs system on (B)(6) 2009 including an ipg and three percutaneous leads. It was reported that the pt is without stimulation. Several of her lead contacts are exhibiting invalid impedance readings. Attempts to recapture stimulation using the valid contacts proved unsuccessful. An x-ray of the pt's scs system was taken; however, no visible anomalies were observed. Surgical intervention will be undertaken to rectify this matter, but a date for the procedure has not been set.